Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming functional testing due to its main printed circuit board (pcb) being misaligned. When the main pcb was realigned and the device retested it passed. Analysis also noted that the lower case was damaged, the output connector assembly wire insulation and the display wire insulation were pinched but the insulation was not compromised, the main world label was damaged and it needed the updated battery drawer shorting bar. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the current corrective field action and to receive a test and calibration procedure and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.